Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that the insulin pump alarm sensor error. Customer's blood glucose at time of incident was unknown. The customer stated that it coming sensor error three times. The customer had changed it out and noticed that the little wire is missing. Customer declined troubleshooting and only wanted to report the issue and see if could be replaced.